Event description:
The facility representative contacted baxter to report a colleague infusion pump in which an over infusion occurred. The device was set to infuse at 10 milliliters/hour at 15:24 and the infusion was stopped at 18:39. When an attempt was made to reinsert the patient giving set the pump alarmed failure 803:02. This report is being sent for the 803:02 failure. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 7.01.00.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
The reported condition of over infusion was not confirmed or duplicated; therefore an assignable cause could not be determined. This device has not been serviced prior to this event. A follow-up report will be submitted if additional information becomes available. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).